Event description:
It was reported that the catheter was placed for routine obstetric use and functioned properly. During removal of the catheter, it separated at a point 7cm from the distal tip. There are no plans to remove the separated catheter piece at this time, since the patient is not experiencing any problems.